Event description:
I just wanted to report that I was on a family vacation, sharing a beach house with close friends and family; one night, after misplacing my multipurpose contact lens solution, I picked up the 'clear care' by ciba vision that my good friend had on the sink/vanity. I read the bottle - 'one bottle solution for cleaning and disinfecting'...'clinically proven #1 in comfort'¿'no rub'¿- and truly thought I was using a run of the mill multipurpose solution. I soaked my contacts overnight and went to put them in the next morning. Needless to say, it was incredibly, incredibly painful - this happened one week ago today and my eye is still red. I ended up going to an urgent care at the beach, where they irrigated my eye with saline. The next morning, I visited an optometrist, who put prednisone drops in my eye, and confirmed that I do not have any corneal damage - just a chemical burn/chemical conjunctivitis/subconjunctival hemorrhage. The lack of sufficient warning on this bottle is awful! The inside bottle top is red, not the cap that you have to screw off, which is white -and how is the general pop supposed to know to stay away from red top bottles?-. The bottle should at least say will burn your eyes, or something of the sort - directions may be on the box the bottle comes in, but who keeps it around after it's used for the first time? This prevents anyone else from fully realizing what they are using. Lesson learned not to use other people's products, but had the warning been there, this could have been avoided. Dose or amount: drops; frequency: night time; route: ophthalmic. Dates of use: (B)(6) 2010. Diagnosis or reason for use: to clean and disinfect contact lenses. Event abated after use: yes.